Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient stated that there was "something wrong with the pump/it was not working and never worked" for approximately 6 years. No other information was reported. No patient symptoms were reported. No further complications were reported.